Event description:
The affiliate reported that the entire staff complains that the tuohy needle in the kit is not sharp enough. It was stated that the needles from the competitor have proven to be much sharper. It is very painful for the awake patients to get a blunt 14 gauge needle inserted and it can also be dangerous. It is possible for the surgeons to put too much pressure on the needle and when the needle goes through, it might go too far and damage the spinal cord. The customer would like to have a sharper needle in the kit. The customer has also switched to the medtronics lumbar drainage kit. The same product was used but the procedure is more difficult.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.